Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6) male child patient experienced high blood glucose level due to a bent cannula. Previously, the same issue occurred about 10 times ranging from (B)(6)2021 and (B)(6) 2021, the patient faced kinked cannula symptoms/issue noticed within 3 hours of insertion and his blood glucose level was 631 mg/dl on (B)(6) 2021. Therefore, they tried to treat it with a correction bolus via pump. The infusion set had been used for one day. Consequently, on (B)(6) 2021 the patient went to the emergency room, with blood glucose level of 631 mg/dl and stayed there from 5:00 am to 2:00 pm. He had high ketones which his healthcare professional assessed as dangerous/ life threatening. Subsequently, he was admitted to the intensive care unit where he was administered fluids of saline and insulin as corrective treatment which resolved the issue. Further, they replaced the infusion set, cartridge and insulin was resumed successfully. However, the patient was still in the hospital at the time of this report and was unsure of any permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available. .